Manufacturer narrative:
The pump remains implanted supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced lesion of (B)(6) 2017 was reported under medwatch MFR report# 2916596-2017-01267. (B)(4). Approximate age of device - 1 year, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a history of gastrointestinal bleed, secondary to arteriovenous malformation (avm). A colonoscopy in (B)(6) 2017 revealed a large sessile lesion which was clipped as well as 2 large avm¿s that were not treated. The patient currently presented to an outside hospital with a report of 2 day history of black tarry stools. A work up revealed the hemoglobin at 7.7 g/dl, with a baseline of approximately 11 g/dl. The inr was unknown at that time, so was not reported. The patient was transfused with 2 units of packed red blood cells and given 2mg of vitamin k and was transferred to the implanting center for further management. The patient was otherwise asymptomatic. On (B)(6) 2017, a colonoscopy revealed 5 polyps and resection deferred, two large non-bleeding avm¿s and a bleeding subepithelial lesion which was cauterized and clipped. Anticoagulants at the time of event: aspirin and warfarin.